Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump wasn't vibrating. Auto test was performed and it was confirmed no vibrations. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.